Event description:
It was reported that this pacemaker system had a stored episode of far-field oversensing of the ventricular signal on the right atrial (ra) lead channel. This resulted in two inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. Currently, this pacemaker system remains in service.